Event description:
Event description cpi received information that this implantable pulse generator (ipg) system reported ventricular loss of capture. Physician elected to perform an elective procedure to analyze the system and replaced the ventricular lead, model 4034, sn 206659. A new lead was successfully implanted.